Event description:
It was reported that during an inferior vena cava filter placement procedure, the filter was deployed in a pin and pull motion without difficulty. It was further reported that the legs of the filter allegedly tangled or stuck together. Reportedly, the filter was removed using snare. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one jugular denali filter kit was returned and four fluoroscopic images were provided for evaluation. The first images demonstrate the deployed filter with tangled legs. The second image is a venacavagram with a delivery sheath introduced from the above. The third image is challenging to assess the fine details due to contrast having washed out and the fourth image demonstrate the depicts the new deployed filter. Upon visual evaluation on returned sample, the filter legs appeared to be crossed. However, status of the filter at the time of usage is unknown. No functional testing was performed. Based on the sample evaluation, the investigation is inconclusive for the reported failure to expand issue. Therefore, the investigation is confirmed for the reported failure to expand issue as deployed filter with tangled legs was identified during image review. A definitive root cause for the reported failure to expand issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 06/2026), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an inferior vena cava filter placement procedure, the filter was deployed in a pin and pull motion without difficulty. It was further reported that the legs of the filter allegedly tangled or stuck together. Reportedly, the filter was removed using snare. The procedure was completed by using another device. There was no reported patient injury.